Event description:
The user facility reported that an lma leaked after it was inserted into a pt. There was no report of any pt problems or injury. There has never been a report of a serious injury associated with a failure to maintain inflation, and co believes it is unlikely to cause or contribute to pt injury were it to reoccur. Although co does not believe this event meets the definition, co has agreed to comply with the agency's position, that this type should be reported, stated in its august 1, 1997 letter to the MFR.